Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be hot to touch. The customer reported that they were not charging the pump at the time of the event and tandem technical support verified in the pump history that no temperature alarms were annunciated. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue use of the pump for insulin therapy.